Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds, pacing inhibition and oversensing. After an x-ray test the lead was found to be dislodged. The plan is to evaluate a lead reposition procedure. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds, pacing inhibition and oversensing. After an x-ray test the lead was found to be dislodged. This lead was replaced and is not expected to be returned as it was disposed. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.